Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the drawer was failed. A field service engineer (fse) had found that the half-height drawer 2.1 row a was not showing up on the bus. Fse had run a test using the software and found that the cubie pockets were showing up but not in es. Fse had pulled all pockets and cleaned underneath them. There had been a lot of debris under the pockets, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.2, pocket e4 was failed and cubies were not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.